Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was explanted and replaced due to another product experience. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and further information, but it was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was explanted and replaced due to another product experience. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.